Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields- h6- medical device ¿ problem code.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions). Corrected fields: e1 (initial reporter, event site email). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) detected loosening at the luer plug entry part in the pim module. To remediate this the fse tightened the threads. The unit passed all tests and is suitable for clinical use.

Event description:
It was reported by getinge fse that during pm the cardiosave intra-aortic balloon pump (iabp) failed pm test due to leak in the pim test phase. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). Due to character limitation e1 (event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.